Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they used a gas lawn mower recently and immediately noticed that their heart started to race. When they stopped the mower, their heart rate went back down to a regular rate. The patient was seen by the physician and reprogramming was done for the rate. The device is still in use. No further patient complications have been reported as a result of this event.